Manufacturer narrative:
This report is submitted on april 26, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced pain over magnet site and was treated with a topical antibiotic in (B)(6) 2018 (exact date not reported). Subsequently, the patient experienced breakdown of the skin at the magnet site resulting in the decision the explant the device on (B)(6) 2018.